Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were unknown. On the same day as the event onset, the patient was hospitalized due to the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. The patient was discharged six days after being hospitalized and it was reported that the patient was not recovering from the event. On an unreported date, the patient's catheter was removed and they were switched to hemodialysis thrice a week. No additional information is available.